Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium results and repeated testing for four patient samples. Of the data provided for two patient samples, only the results for one were discrepant and reported outside the laboratory. The initial result from an aliquot was 148 mmol/l. The repeat result on another analyzer using the primary sample tube was 140 mmol/l. The repeat result on an unknown analyzer on (B)(6) 2014 was 140 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was e0296. The expiration date was requested, but was not provided. The field service representative noted the customer had performed maintenance on the analyzer. He found the analyzer was running normally. He cleaned and checked the ise cartridges and block. He cleaned and checked the sipper, pinch tubes and assembly. He could not reproduce any problem. He ran ise checks and mechanism checks. The customer performed qc which was to specifications. Based on the provided data, a specific root cause could not be identified.